Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the crochet hook tip broke off into the patient causing the patient to retain a foreign object. An attempt at removal caused a significant delay greater than 30 minutes. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device product code - gdg. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The crochet hook has fractured off. The hook was reported to have been retained by patient and therefore, was not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.